Event description:
During attempted retrieval the primary strut was noted to be fractured. The filter leg migrated to right atrium and was left in place in the pt. The remainder of vena cava filter was left in the ivc and not successfully retrieved. Filter remains in the pt; an echocardiogram is scheduled for (B)(6) 2011.

Manufacturer narrative:
Investigation is in progress.